Event description:
Ventilator rebooted while on the patient.====================== manufacturer response for ventilator, 840======================manufacturer representative from covidien completed the repairs.